Event description:
Additional information was received stating that the patient had lost weight, which lead to discomfort.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
Date of event estimated.

Event description:
It was reported that the patient was experiencing pain at the ipg site. Surgical intervention took place on (B)(6) 2024 where the ipg was repositioned to address the issue.

Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.